Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient experienced itching, rash, and redness that extended beyond the patch perimeter. The patient was evaluated by a healthcare personnel (hcp) who prescribed an oral antihistamine (name not provided). No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).